Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the stent was prematurely deployed. In addition, the stent delivery catheter outer body was deformed under the strain relief at 1cm from the hub, the outer shaft was kinked in numerous locations and the proximal end of the stent stabilizer inner body was broken/fractured. It is probable that the device was damaged during the clinical procedure and device performance was limited due to procedural factors during use; therefore, an assignable cause of operational context will be assigned to the observed anomaly.

Event description:
Analysis of the returned device revealed that the stent had prematurely deployed during use. No consequences to the patient were reported.